Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer had an emergency room visit on (B)(6) 2016 with blood glucose of 600 mg/dl. Customer also received no delivery alarm. Customer had no symptom of high blood glucose. Customer's emergency room visit was due to high blood glucose. Customer was not admitted into the hospital at time of call; customer was still waiting. Customer was wearing insulin pump at the time of emergency room visit. It was reported that high blood glucose began on (B)(6) 2016. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Caller reported that drive support cap appeared normal. Caller declined checking for leaks or air bubbles. Caller reported that site was sore. Caller was unsure if basal rates are programmed correctly. Caller would call back in order to complete troubleshooting for high blood glucose and no delivery alarm.